Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the all the orders were not crossing over to all the stations and server. A technical support specialist (tss) dialed into the server and ran the downtime query, found that the messages were not current, checked the server uptime and confirmed that it had been rebooted three hours ago. Tss then restarted the external messaging and pyxis external inbound processors services, then re ran the downtime query and verified that the messages were now current. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server the user reported that all orders and patient information were not crossing over to any of the stations. Although all orders appeared correctly in meditech, they were not transferred to the pyxis stations or the server. The site experienced downtime due to a communication issue, and pyxis was not communicating despite checks already performed with it. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.